Event description:
It was reported that during routine device changeout, high capture threshold, low sensing, and high pacing lead impedance were observed. The lead was capped and replaced without complication. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.